Event description:
During use of the device for a non-clinical activity, the user reported it was difficult to insert and remove the blood parameter probe from the calibrator. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.